Event description:
Information was received about a patient who was just implanted with an implantable neurostimulator (ins) and is in post op recovery. A manufacturing representative (rep) states that they were checking the impedances post op and some contacts are >10k. The rep checked again and different contacts were >10k. It was reviewed that this may be related to surgical lead implant and that waiting 24 hours may resolve the issue. It was noted that the patient is still under anesthesia and that they would try turning the stim on to see if the patient feels anything. There were no patient symptoms reported. No further patient complications have been reported as a result of this event.